Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal would not prep into the holder tube. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation result: the visual inspection revealed that the delivery device was inside of the loader and the plunger had not been depressed. The delivery tube was pushing against the seal. Secondary observation showed that the seal appeared deformed mostly due to the delivery tube pressing against it. Closer examination showed the middle of the seal had started to crack as well as the last winding of the seal. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.